Event description:
Device 3 of 3. Reference MFR report numbers 1627487-2012-00506 and 1627487-2012-00507.

Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.